Manufacturer narrative:
The product involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy (without lymphadenectomy) surgical procedure, the customer contacted technical support to report that the left master tool manipulator (mtml) velcro pads were missing, thereby, preventing the procedure from proceeding. The technical support engineer (tse) inquired about the surgeon's plan for the procedure, and the surgeon advised that it was intended to proceed with the procedure as they would wait for an emergency site visit to install the missing velcro pads. Following the call, the tse received photos of the damage, and upon review, it was identified that the mtm gimbal body was damaged, thereby requiring mtm replacement. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the initial reporter was confirmed to be the robotic coordinator/certified nurse for the customer site. The mtm was replaced before commencement of the procedure, however, after administration of general anesthesia and the patient side cart (psc) was docked to the patient. The procedure was completed robotically without injury to the patient following the repair. The issue resulted in a surgical procedure delay of approximately two (2) hours, however, according to the surgeon, there were no health affects or impacts to the patient, and there are no concerns about the procedure delay causing any long-term complications with the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. Isi received the da vinci product involved with this complaint to perform failure analysis. In the system event logs, resistance was found indicating the grip lever on the gimbal, confirming the fault occurred in the field. Upon visual inspection, the grip lever non-magnet side was found to have physical damage that would be related to the reported event. The mtm was installed onto the surgeon side console (ssc) fixture test platform (sftp) where it failed grip calibration. The complaint was confirmed based on failure analysis. The root cause is attributed to physical damage to the mtm.

Event description:
Refer to h11 for follow-up information.